Event description:
It was reported that a user¿s cgm displayed a glucose value of 69 mg/dl while the user did not perceive symptoms, treated with six glucose tablets and juice, and a concurrent fingerstick reading was 80 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education. Investigation of this case revealed no clinical effect and no health impact associated with the reported low reading. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.